Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt has undergone multiple hernia repair procedures dating back to childhood. The medical records note the pt was a composix case during the umbilical hernia repair. Additionally, the pt is obese and is newly diagnosed type two diabetes. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The pt was also treated for a recurrence which is a known adverse event listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.

Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2006 - pt underwent repair of giant ventral hernia and abdominal reconstruction with composix kugel. Lysis of adhesions were performed. On (B)(6) 2007 - pt admitted for abdominal abscess and drainage. On (B)(6) 2007 - pt underwent exploratory laparotomy. Debridement and excision of composix kugel mesh. On (B)(6) 2007 - followup: wound vac. On (B)(6) 2007 - wound clinic: wound healing well.